Event description:
New information received notes that the pacemaker was reimplanted on (B)(6) 2021.

Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for a pocket revision procedure. It was observed that the implantable cardioverter defibrillator had eroded out of the pocket. The device was explanted. The patient's condition post-procedure was unknown.